Event description:
It was reported that pump displayed continuous glucose monitoring error and caller experienced difficulty starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, did not see error again, and successfully started new sensor session; no additional information was received regarding further outcome.